Event description:
Home pt (hp) reported a system error alarm 2240. Nothing unusual was noted with the supplies at the time of the alarm. However, hp suspects her cat chewed on the homechoice set tubing. Hp discontinued treatment at time of the 2240 alarm. Hp was diagnosed with peritonitis one day later. Hp was treated as an outpt with cefazolin. Hp has fully recovered.